Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient drained 3116 ml during drain 3 of the treatment. This drain volume is 180% the patient's prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient had called the previous day to report an unrelated event of touch screen problems with the same cycler, at which time the patient was issued a replacement cycler. Upon follow up, the pdrn reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The reported cycler was not returned for this reported event.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient drained 3116 ml during drain 3 of the treatment. This drain volume is 180% the patient's prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient had called the previous day to report an unrelated event of touch screen problems with the same cycler, at which time the patient was issued a replacement cycler. Upon follow up, the pdrn reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The reported cycler was not returned for this reported event. The cycler was returned to the manufacturer and it was determined that a physical evaluation would be performed for the reported event since it was the last treatment performed on the cycler.

Manufacturer narrative:
Additional information: b5, d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. The cycler passed a touch screen test in which the buttons and the front panel touch screen were found to be working correctly. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volumes were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies observed during an internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.